Manufacturer narrative:
(B)(4) initial report. This initial report is being submitted now as it was erroneously submitted as a follow-up report in error. Additional information, including post primary and pre revision x-rays, operative notes, patient age and activity level, patient medical history, a detailed patient outcome and the return of the explanted devices was requested in order to progress with this investigation, however, none were available and thus there was only very limited information available for the investigation. The appropriate device details were provided and the relevant device manufacturing records were identified and reviewed. All parts associated with these records conformed to material and dimensional specification. Based on the information provided, no further investigation can be conducted and corin now consider this case closed. However, should additional information be provided or if the explanted devices are returned for examination then this case may be reopened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Metafix / trinity revision of the femoral stem and ceramic head after approximately 1 month due to nerve impingement / stretch.